Manufacturer narrative:
Based on the additional information provided regarding the device, kci's assessment remains the same; it cannot be determined that the alleged hospitalization, increased wound size and infection are related to the activ.a.c.¿ therapy system.

Event description:
On (B)(6) 2019, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2019, the device was placed with the patient. On (B)(6) 2019, the device was tested per quality control procedure by kci quality engineering and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged hospitalization, increased wound size and infection are related to the activ.a.c.¿ therapy system. The nurse confirmed there were no technical issues during activ.a.c.¿ therapy use but could not determine if the infection was related to activ.a.c.¿ therapy. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area, untreated or inadequately treated infection, inadequate hemostasis of the incision, cellulitis of the incision area.

Event description:
On (B)(6) 2019, the following information was reported to kci by the patient's family member: for approximately one month the home health agency allegedly observed an odor to the wound with pain noted. On (B)(6)2019, the patient was admitted to the hospital. The patient's wound had allegedly gotten bigger, and was infected. On (B)(6) 2019, the following information was reported to kci by the nurse: on (B)(6) 2019, the patient experienced wound odor with an increase in wound dimensions. The activ.a.c.¿ therapy system was removed, and an alternate dressing was applied with no other medical intervention. On (B)(6) 2019, the patient was sent to the hospital with a diagnosis of wound infection. The nurse confirmed no technical issues occurred with activ.a.c.¿ therapy but could not determine if the infection was related to activ.a.c.¿ therapy. No additional information is available. A device evaluation of the activ.a.c.¿ therapy system is currently pending completion.